Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of under infusion was not verified. No evidence of errors in the event log. Use testing was performed. Service will replace the expulsor as a precaution and to bring delivery accuracy more into the nominal range. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump is underinfusing. Tried several different sets and lot. No reported adverse effects.